Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that the patient started whitening on (B)(6) 2018. On (B)(6) 2018 the patient woke up with puffy/swollen lips. Dentist immediately advised the patient to discontinue all kor products until he had a chance to speak with evolve dental. Advised dentist to inform the patient to discontinue use of the kor desensitizer permanently. Also, recommended that the patient try the new kor complete desensitizer, once the patient's symptoms have subsided and she is back to feeling normal. Followed up with dentist on (B)(6) 2018, who reported that the patient returned to normal after 7 days.